Event description:
It was reported that a malfunction occurred on the pump. There was no adverse impact to the customer¿s blood glucose level. The customer was advised by technical support to use mdi as a backup therapy and received a replacement pump with updated software. Technical support provided instructions for putting the pump into storage mode and returning the faulty pump within 10 days using a pre-paid label.